Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. A probable root cause could be identified. It is likely that the following led to the malfunction: the camera cable was damaged, resulting in the inability to communicate normally, which is presumed to have led to the no-image event. A device history reviewed revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that for therapeutic procedure, the subject device had no image. The same equipment was used to finish the procedure. There was no report of patient harm.